Event description:
It was reported via a clinical study, that a patient, who had a rtsa, lifted their arm in bed and felt an acute severe pain. Disassociation of poly reported. The report indicated the event was definitely related to the devices and the procedure. The outcome is continuing. A future revision is indicated. No further information. This is 1 of 2 reports for this event.